Event description:
Simultaneous bilateral balloon ruptures occurred at the l3 at pressure of approx 100 psi and volumes less than 3 ml. The extravasated contrast was aspirated from the surgical field and the procedure continued as normal. The balloons were removed and found to be intact with the exception of the pin holes and bilateral balloons. There was no evidence of any injury that occurred due to the extravasated contrast.